Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that their problem with coupling went away as soon as they started using the adhesive discs. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that at the time of the call they had 0 coupling bars, and trouble getting their device charged. The patient requested and was sent adhesive discs. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2017. The patient reported that he didn¿t have the problem of charging, but he needed to be sitting and slightly forward; he was hoping it would work in a recliner. The patient reported irritation at first but the problem went away. The patient reported that the irritation issue he thought was caused by not being healed. The patient reported that it was resolved. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. For the past 5 days or so the patient has poor coupling with recharging and because they have the recharging disc over for a long period of time due to the poor coupling the site heats up and is irritating. The patient also received the thermometer screen when they recharge for longer period of times. They already tried repositioning the antenna and turning the dial. The patient spoke to their manufacture representative (rep) on the day of the report who would be sending the patient adhesive discs. During the report the patient attempted an antenna locate which resulted in a 38-38-70 but it did not resolve the issue. The numbers really did not change. The patient added a spacer which resulted in 6-8 coupling bars and resolved the issue. The patient stated that their ins pocket was difficult to feel. They would monitor and if after the average 6-8 week healing time the issue does not improve they would schedule an appointment with their healthcare professional (hcp) for a pocket assessment. No further complications were reported/are anticipated.